Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The physician was unable to cross the lesion with the 3.5x32mm liberte' bare metal stent and the edge of the stent was damaged. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.